Event description:
Resident was using the silver guild bipolar instrument, and it started smoking. Resident stopped using the instrument and noticed it had melted part of the instrument. The melting occurred where the inside part touches the other side when pushed together. No harm to patient or resident using the instrument. Item was saved and will be sent back upon request of the company.